Event description:
It was reported to us that an entroy pool lifter moved uncommanded due to a defect handset and adapter.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc., on behalf of the MFR arjo hospital equipment (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.